Manufacturer narrative:
The customer owned endoscope was received by pentax medical for evaluation on 09-jul-2021. The endoscope was inspected by pentax medical service and the technician documented the following inspection findings: passed wet leak test, passed dry leak test. There was residue on the right and left control knob and on the up and down knob. The electrical connector assembly and remote control button were replaced. The customer's complaint was confirmed as the image video was unable to white balance. The device was cleaned and disinfected, had an angulation adjustment and the video image calibrated. The endoscope was approved by final qc and was delivered to the customer. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer in the united states requested a return materials authorization for a eg-2990k (sn: (B)(4)) video upper gi scope due to a white balance problem. There was no report of death, serious injury or other significant/important medical event. The event occurred in the operating room prior to use.